Event description:
Reportedly, on 2025-9-15, the physician contacted the sales representative by phone, stating that the atrial and ventricular thresholds of an emergency admitted patient suddenly increased, confirming pacing failure. Electrolytes are stable with no evidence of hyperkalemia. Suspecting a pacemaker malfunction, it was planned to perform reoperation on (B)(6) 2025, to replace the pacemaker and insert an additional lead.

Manufacturer narrative:
The UDI and the serial number are unknown as of today. Once it is known, a new MDR will be provided.

Event description:
Reportedly, on (B)(6) 2025, the physician contacted the sales representative by phone, stating that the atrial and ventricular thresholds of an emergency admitted patient suddenly increased, confirming pacing failure. Electrolytes are stable with no evidence of hyperkalemia. Suspecting a pacemaker malfunction, it was planned to perform reoperation on (B)(6) 2025, to replace the pacemaker and insert an additional lead.

Manufacturer narrative:
The conclusions are as follows: the production records review did not reveal any abnormality and all the products involved were manufactured and released according to all applicable procedures. Correct, as well as incorrect tightening marks were seen on the atrial and ventricular setscrew tips. Nevertheless, the electrical issues are reported one year post implantation and no files were provided. Therefore, it cannot be determined whether or not, those electrical issues are present since the beginning. The two likely hypotheses are: o either, the electrical issues are present since the beginning due to incorrect tightening marks on the setscrews tips during the implantation procedure (connection issue) or o the electrical issues are observed afterwards and were due to an issue related to the leads. In case of connection issue, a likely hypothesis would be that the physician had partially engaged the setscrew at some points before inserting the leads or that he/she had not inserted the leads all the way in before tightening the setscrew inducing an incorrect leads connection and leading to the electrical issues observed. - nevertheless, none of them can be confirmed since no files were provided and the leads were not returned. For more details, please refer to the attached analysis report.